Event description:
It was reported that (1) mlc20 device was used during a unknown procedure. It was reported by the rep that the hospital notified him. The surgeon used a mlc20 and the instrument fired, but the clip wouldn't close. It is unknown how the case was completed. There was no consequence to the pt.